Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing and the tuohy borst valve was unlocked. The system had been pulled back to the limit stop. The sheath was completely torn off at the reinforcement, exposing the spring coil. The stent was still within the system, and the sheath was kinked. Functional testing could not be performed, as the sheath was torn off. The definitive root cause for this event is under investigation. This application represents an off label use for this device. The info for use for this device states: the fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted.

Event description:
Dr alleges that after a pta of a femoral bypass graft, the graft ruptured. The dr attempted to repair the ruptured graft with a fluency stent graft. There was significant resistance felt in the catheter and the stent could not be deployed. When removed, it was noted that the outer catheter had broken during the deployment attempt.